Event description:
As previously reported: it was reported to lifecell on (B)(4) 2012 that a (B)(6) female underwent immediate bilateral breast reconstruction with alloderm. Seroma noted pod9 despite 3 drains on left. Admitted for IV antibiotics and percutaneous drain. Pod13 bilateral expanders removed for culture positive infections (pseudomonas aeruginosa). Medical record/file attachment review demonstrates the following: the original procedure occurred on (B)(6) 2012. Despite IV antibiotics pod9 with percutaneous drain placement, the infection progressed to purulent drainage and ultimate removal of tissue expanders and alloderm pod13. At the time of this complaint, the pt was approximately 1 month out from her original surgery with drains out and healing uneventfully after explantation. The physician was reached by phone on (B)(4) 2012 to discuss case and results of complaint investigation to date. He indicated that he is informing the hospital of the pseudomonas infections to see if there is a hospital or operating room issue. He also indicated that he didn¿t think the culture report could be transmitted without explicit pt consent. Our investigation into the complaint related lots b42579 and b42581 includes the following: review of the donor records associated with lot b42579 and b42581 revealed no remarkable findings. Review of microbiological test results for the incoming skin for lot b42579 revealed no pathogenic organisms as defined by aatb. Review of microbiological test results for the incoming skin for lot b42581 revealed no growth culture. Review of microbiological test results for the final products (alloderm) of both lots b42579 and b42581 revealed no growth in the cultures. No em excursion or unexpected events were encountered in relevant processing areas for lots b42579 and b42581 a week before, during or a week after lot processing that could have negatively affected product quality. Review of the processing records for lots b42579 and b42581 resulted in no remarkable findings; there were no deviations related to the nature of this complaint. Query of the lifecell complaint database revealed no other complaints reported to lifecell against these lots. The tissue recovery partners have been notified of the complaint and reported that there were no other complaints from other processors. To date, of the (B)(4) grafts processed for lot b42579, (B)(4) grafts were distributed with (B)(4) grafts that were reported to be implanted. To date, of the (B)(4) grafts processed for lot b42581, (B)(4) grafts were distributed with (B)(4) grafts that were reported to be implanted. Conclusion: based on the provided info, results of our internal investigation of the lot and that no other complaints were reported, the event is unlikely related to alloderm given the identification of the organism. Dr. (B)(6), (B)(6) medical center. # 1000306051-2012-00056.